Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that a pipeline was implanted on (B)(6) 2012. Post procedure, it was observed that the pipeline had migrated. With the aneurysm still partially thrombosed with the first pipeline, a new pipeline was successfully implanted on (B)(6) 2012. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).